Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a procedure to remove the electrode, the heart got punctured. The former capped rv lead, originally implanted in 2005, was grabbed with the cook lead extractor. The lead could also be grabbed with a lead extraction needle's eye femoral snare and the outer sheath was pushed forward until there was a 2 cm distance to the tip. The lead was extracted successfully. After a moment, the patient's blood pressure dropped and open heart surgery was performed. The patient had to be reanimated (resuscitated) during the procedure. A small hole in the right ventricle was found. The patient felt well when she left the or. A section of the device did not remain inside the patient's body. The patient did require external and internal defibrillation. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.

Manufacturer narrative:
Product code: dre. (B)(4). Investigation/evaluation: a review of complaint history and device history record along with a visual inspection and functional test of the returned device was conducted during the investigation. One used device was received with this complaint. During the evaluation, the device was inspected under magnification, and no damage, anomalies, or nonconformities that could have caused the bleeding were observed. A functional test was performed and the device functioned as intended. There are no signs that this device contained an attribute that contributed to this complaint. Based on the investigation provided and the investigation of the returned device, it is unknown if the device contacted the heart wall or if the hole was caused by the removal of the lead. No information was provided to indicate the device malfunctioned, contained a nonconformity, or was misused. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a procedure to remove the electrode, the heart got punctured. The former capped rv lead, originally implanted in 2005, was grabbed with the cook lead extractor. The lead could also be grabbed with a lead extraction needle's eye femoral snare and the outer sheath was pushed forward until there was a 2 cm distance to the tip. The lead was extracted successfully. After a moment, the patient's blood pressure dropped and open heart surgery was performed. The patient had to be reanimated (resuscitated) during the procedure. A small hole in the right ventricle was found. The patient felt well when she left the or. A section of the device did not remain inside the patient's body. The patient did require external and internal defibrillation. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.